Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had a cracked battery compartment. The customer's blood glucose was 148 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the issue. The insulin pump will be returned for analysis.